Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging the ipg as recommended. In turn, the ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, surgical intervention may take place at a later date to address the issue.